Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and noted that the remote home monitor had a blinking light, but had cleared by the time the patient contacted ts. The patient was uncertain of the color of the blinking light. Ts referred the patient to their clinic as there may be an issue with the system. The clinic was contacted but did not provide any further information. No further information is available and at this time the system remains in service. No adverse patient effects were reported.